Event description:
It was reported that the right ventricular lead failed to capture after the patient fell and broke her hip. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.